Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) was between 70 and 150 mg/dl. The patient reported the pink slide did not move forward, indicating a malfunction of the needle mechanism.

Manufacturer narrative:
The pod was received not deployed. No issues were found that would result in a needle mechanism failure as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. The 0xaa alarm deactivated the pod before second priming was initiated explaining why the needle did not deploy. The returned pod's original data confirmed an 0xaa alarm indicating a communication error at startup. The pod was reset and a 5-unit bolus was successfully sent to the pod. The reset data had no abnormalities. The exact cause for the 0xaa alarm could not be determined.